Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/9/2022, it was reported by a health care professional via medwatch letter that an ar-3638 knotless fibertak inserter tip broke off into patient and retrieved by the surgeon. This was discovered during a right knee arthroscopic medial meniscus allograft transplantation with mcl fenestration completed on (B)(6) 2021.